Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported premature deployment and difficult removal of the mtiraclip delivery system (cds) from the steerable guide catheter (sgc) were confirmed. The inability to close the clip could not be replicated under testing the environment due to the condition of the device. The lock line break could not be confirmed. It was also observed that the harness, actuator coupler, actuator mandrel, gripper line and dc were deformed (bent). The hinge pin was engaged and fully seated in the connector hole. There was also material cut/split noted for harness, and gripper line. The actuator coupler was observed to be broken and corroded. A review of the lot history record revealed no manufacturing nonconformities reported to the lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A potential product quality issue was identified. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. After investigation, it was found that this event is not associated with the notification (voluntary field action) as originally reported.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip® xtr clip delivery system april 18th 2019, field action filed under manufacturer report number: 2024168-2019-03206.

Event description:
This is filed to report premature clip deployment, inability to close the clip, broken lock line and difficult removal of the device. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The first clip was implanted without issues. To further reduce mr, a second clip was advanced. Grasping was successful; however, an attempt was made to reposition the clip on the leaflets, thus, the clip was retracted into the atrium. The clip prematurely deployed from the delivery system while remaining on the gripper line. The clip would not close, the lock line was broken. The cds was retracted to the steerable guide catheter (sgc) tip. Since the clip did not close it could not be removed from the sgc. The cds and sgc were retracted together as a single unit to the groin. A cut down was performed for removal of the devices. There were no adverse patient effects and no clinically significant delay during the procedure. The procedure was aborted. Mr was reduced to 1+.no additional information was provided.